Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years of post-deployment, computed tomography of abdomen was revealed the tip of the filter was at the level of the lowest right renal vein. Almost all of the inferior vena cava filter struts extended beyond the wall of the inferior vena cava, on the left aspect of the struts and were very close to the distal abdominal aorta just above the bifurcation. At the posterior aspect of the struts ends came close to the vertebra. The remainder of the struts outside the inferior vena cava did not came closer to any organs. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower abdominal aorta aneurysm; however, the current status of the patient is unknown.